Event description:
(B)(4). Event occurred in the united states. It was reported that the child patient faced event of occlusion on (B)(6) 2025. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injections. The customer changed soft cannula infusion set and cartridge and resumed insulin. No further information available.